Event description:
The autopulse nxt platform (sn (B)(6)) was used to resuscitate a patient in cardiac arrest. The crew continued transporting the patient by ground with the nxt platform, performing compressions. At the handover of care to the physician at the hospital, concerns were raised about whether the device was compressing the patient to an adequate depth. The crew mentioned that the issue they ran into during the event was that the nxt band would intermittently stop tightening. The time of no compressions was short and intermittent, which was immediately noted; compressions were then performed manually during these periods. No consequences or impacts on the patient.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint regarding the autopulse nxt platform's (sn (B)(6)) compression depth and the nxt band intermittently stopping tightening was not confirmed during functional testing and the archive data review. No device malfunctions were observed during testing, and the nxt platform functioned as intended. The archive data indicated no errors related to the reported complaint. The nxt platform passed the preliminary functional test without faults or errors. The platform was tested using the mztf until the battery was completely discharged, with no faults or errors detected. During service evaluation, unable to replicate or confirm whether the device was compressing the patient with adequate depth. Additionally, the final test results show that both the average compression depth and rate meet the acceptance criteria.